Manufacturer narrative:
The device is not available for evaluation. Concomitant devices were unknown. This is one of two devices used in the same patient and reported under manufacturer report number 9610978-2010-00238 and via alternative summary reporting for balloon burst. Additional information will be submitted within 30 days from receipt.

Event description:
During the procedure, the aviator + balloon ruptured at 6atms. The target lesion was located in the left renal artery. The procedure was to treat in-stent restenosis of a unknown palmaz genesis stent. Lesion and vessel characteristics were unknown. Approach was made via the femoral artery with a non-cordis 4.5fr sheath introducer. The target lesion was crossed with a non-cordis guidewire and the aviator + balloon catheter was delivered to the target lesion. During inflation with use of an encore indeflator, the aviator + balloon catheter ruptured at 6atms. The device was exchanged for another aviator + balloon catheter and the lesion was inflated up to 14atms. The balloon was sized up to a 424-6015w and the lesion was well dilated without problems. The procedure was successfully completed without any adverse events to the patient. The patient was in stable condition. The product will be returned for analysis. The same indeflator was successfully used with other devices. The balloon re-wrapped properly. The balloon was removed intact (in one piece) from the patient.

Manufacturer narrative:
The evaluation codes have been included. This is one of two devices used in the same patient and reported under manufacturing report number 9610978-2010-00238 and via alternative summary reporting for balloon burst. During a percutaneous transluminal angioplasty (pta) to a previously placed palmaz stent in the renal artery, the balloon was reported to have ruptured at 6 atmospheres. Lesion and vessel characteristics were unknown. There was no reported patient injury. The product was not returned for analysis. Additionally, as the sterile lot number was not available the device history record review could not be performed. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process. It is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia, or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Percutaneous renal artery stenting has become the treatment of choice for ostial atherosclerotic renal artery stenosis. In-stent restenosis (isr) still remains a persistent problem because atherosclerotic stenosis is a progressive disease. The incidence of isr after renal artery stenting has been reported in the literature to be 12 to 21% and as high as 44% in one series. Although there is no standard treatment method, stenting shows a reduction in the restenosis rate compared to conventional angioplasty. Published literature points out that there seems to be a significant relation between stent diameter and length and restenosis. This relation confirms the importance of correct stent selection in increasing long-term patency. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intra-stent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion characteristics.